Manufacturer narrative:
The device in question was received by medline renewal for evaluation with the original package and the original label. The shaver had been reprocessed one time by medline renewal. In an attempt to recreate the user's observation, water was flushed through the innermost lumen of the shaver assembly. No obstructions or decrease in water flow were observed. The device was then re-inspected per established acceptance criteria, and no defects were observed. The device met all inspection criteria up on receipt and the issue could not be replicated. Therefore the root cause of the incident could not be determined. In addition to device evaluation, the investigation included a review of the device history record. We reconfirmed that all processes were conducted as required, and that the device met all the inspection and processing requirements prior to packaging and release. Medline renewal performed a retrospective review of complaints and determined that this incident met the criteria for MDR reporting but was not filed within the required 30 day timeframe. Although no patient harm was reported, medical intervention to replace the blade was indicated as a result of the incident. Therefore medline renewal is retrospectively filing this medwatch report in an abundance of caution. This medwatch report was originally submitted on 09/28/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
Medline renewal received a report that a reprocessed dyonics arthroscopic incisor shaver blade stopped working, and would not hold suction immediately after initial use. The report stated that the staff checked device for clogs and none were noted. The staff then checked the stryker neptune waste manifold, and did not find the source of the suction problem. The staff then opened a new, unused device and was able to finish the case without further issue.